Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date - february 2014. The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The cause of the condition was determined to be weak compressor. To correct the condition, the compressor was replaced. Should additional relevant information become available, a supplemental report will be submitted.